Event description:
It was reported that the patient had to recharge the ipg very frequently as ipg was unable to hold charge. As such, the patient experienced ineffective therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018. Reportedly, therapy was restored post-procedure.